Event description:
During product evaluation, failure code 533:320 was found in the pump's event history. It is unknown when this occurred or if there was any pt injury or medical intervention necessary. No add'l info is available.